Event description:
While drilling for placement of an acetabular screw, a 30mm drill bit broke in the shaft of the pt's bone. The tip was not able to be retrieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.